Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged during the removal of another lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.